Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney, medical records & product ID page: on (B)(6) 2005: the patient was diagnosed with pelvic floor prolapse and underwent a total pelvic "marlex" repair with implant of a bard/davol flat mesh. On (B)(6) 2007: the patient was diagnosed with pelvic pain, dyspareunia, bowel dysfunction, over active bladder and underwent excision of the bard/davol flat mesh followed by cystoscopy.